Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? ---yes if yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no, if so, what device? ---n/a. Was any torque being applied to the trocar or device? ---no. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.